Event description:
A registered nurse reported that after intraocular lens (iol) implantation, the patient experienced blurred hazy vision and shadows over letters. The lens was removed and replaced with a non-company lens in a secondary procedure. Additional information received and stated that, the patient undergone for yttrium-aluminum-garnet (yag) and ilasik for right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned on a white medical sponge in a plastic bag. The lens was broken (or cut) into two portions. The portions had residue patterns of solution. Starburst damage was observed on one portion, similar to damage from a yag procedure. The optic edge was split. The optic has splintering cracks from the broken/cut line and the optic center has scratches. Product history records were reviewed and documentation indicated the product met release criteria. Information indicated the use of a qualified cartridge and handpiece with two non-qualified viscoelastics. The root cause cannot be determined for the reported complaint. The explanted lens was returned in two pieces, typical of damage from insertion and removal from the eye. Additional optic damage was observed. Optic starburst patterns of damage were observed which is typical in appearance to damage that can be created from a yttrium-aluminum-garnet laser (yag) procedure. Follow up information indicated that yag was performed on the patient. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that the multifocal company 20.5 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company 20.0 diopter lens. This information would suggest that the replacement lens was an improved selection for the patient's vision needs. The manufacturer internal reference number is: (B)(4).